Event description:
It was reported that during lens implantation the lens was not able to be positioned properly. Rupture of the posterior capsule was observed and a vitrectomy was performed. It was reported that the pt's current prognosis is good. This report is for the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.